Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09/16/2019. The manufacturer¿s international service technician discovered and confirmed both issues. The manufacturer¿s international service technician replaced the flow sensor assembly to address the air flow accuracy and the power switch overlay was replaced to resolve the led issue. The unit was checked overall, run in tested, cleaned and functionally tested. The customer returned the gas delivery system. The external visual inspection of this customer returned gds system revealed that this unit was missing the da board and the o2 valve solenoid with no signs of damage or contamination. The power switch overlay was not returned. The reported flow issue was caused by an out of specific air flow sensor u1. The power switch overlay was not returned to failure investigation; therefore, the root cause of the reported issue could not be determined.

Event description:
The customer reported that during the preventative maintenance, the airflow accuracy failed and the power light emitting diode (led) turned off. There was no patient involvement.